Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. The cycler failed a load cell verification check due to load cell readings being out of specification. It was recalibrated and test were continued. The cycler underwent and passed a functional/display test, go gauge check, load cell verification and calibration check, and a voltage verification check. During an internal inspection a burning smell and smoke was encountered; further investigation revealed the burning smell and smoke coming from the front panel inverter board. There were no visible signs of physical damage to the inverter board or front panel. A known good inverter board was installed to continue testing. A pre- accelerated stress test (ast) simulated treatment was initiated and passed. During the simulated treatment the power fail recover was checked and passed. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a failed inverter board. The cycler was refurbished following the evaluation.

Event description:
The contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report that the screen went blank on the liberty select cycler during dwell 2 of 4. The patient contact rebooted the cycler and received the power fail recovery failed message. The fresenius technical support representative advised the patient contact to follow-up with their pd registered nurse (pdrn). The patient contact called back to report that the cassette door did not open and that they received the remove cassette message. The patient contact was advised to reboot the cycler and they were able to remove the cassette. The patient contact called back to report receiving the m21-7 load cell warning 6 times during fill 1 of 4. The patient rebooted the cycler, but received the power fail recovery failed message. The fresenius technical support representative assisted the patient contact with rebooting the cycler and advised them to follow-up with their pd nurse. The pdrn called back to report that the patient had received the m21-7 alarm during the previous treatment as well. The fresenius technical support representative issued a replacement cycler and advised the pdrn to have the patient discontinue using the machine. The cycler was scheduled to be picked up and returned to the manufacturer. It was reported that alternate treatment was available. During a follow up call with the patient it was reported that treatment was completed with continuous ambulatory pd and there was no adverse event, injury, nor required medical intervention. The replacement cycler has arrived and the patient has been able to complete treatments without further issues. Upon physical evaluation of the cycler by the manufacturer, smoke was observed to be coming from the inverter board.